Manufacturer narrative:
(B) (4).

Event description:
It was originally reported that the pt experienced a stimulation change since (B) (6) 2010. He did not feel stimulation when standing up at a setting of 3.0 and then when he lay down it became too strong. There was no known accident or incident related to this complaint. His neurostimulator (ins) shifted 1.5 inches from side of back towards middle. It was noted that his body produces large amount of scar tissue. He was at home. He was unable to adjust stimulation with and without the antenna attached. He was able to turn stimulation on or off with the recharger. This issue was resolved when he repositioned his pt programmer or antenna over the ins. It was later reported that he experienced a spasm at the ins site. His ins moved 2 inches. He was at home in fair condition. Additional info has been requested.